Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/jan/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:device photograph(s) for the device related to the reported events were reviewed. Visual analysis of the photos identified red particles in the shell and labeled as left side. Due to the impossibility to perform a microscopic analysis through device analysis performed with photographs, it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: deflation and patient concern with the product.

Event description:
The patient reported a left side deflation. Healthcare professional reported exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.